Event description:
A (B)(6) pt contacted zoll customer support to report that his battery charger was not lighting up and was not charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (not lighting up/not charging batteries) has been confirmed. As received, the charger would not power on. The cause of the inability to power on is a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger.